Event description:
Home pt (hp) reports calling baxter technical svc ctr for assistance in clearing alarm received during treatment on homechoice device. Hp informed tech at that time that hp had connected to machine during prime. Hp was instructed to end treatment and to restart with new supplies. No pt injury or medical intervention required per rn.